Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump quit working. The customer¿s blood glucose level was 66mg/dl at the time of the incident. The customer reported that they tried to go to bed and the pump is not working properly. The caller will call back when blood glucose is at a normal level. Caller stated that when they hooked up to the pump they could not get it to go again. Caller stated that they thought they had low blood glucose. Caller had wife check his blood glucose and it was 66mg/dl. The insulin pump will not be returned for analysis.